Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 430 mg/dl when they visited their healthcare provider's office. The customer also reported their blood glucose reaching 600 mg/dl. Customer had treated their high blood glucose with the insulin pump. Customer's blood glucose was 385 mg/dl earlier in the day. The customer declined to troubleshoot and requested a replacement insulin pump due to their healthcare provider's advice. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.